Event description:
It was reported that the customer had error issues and received a reset message on the insulin pump. Customer's pump was reset and customer does not know why. Customer needed assistance programming the pump. Customer's blood glucose level was 178 mg/dl. Customer stated that the pump is going into rewind. Customer had the pump for a year, but had renal failure. Customer did not use the pump and is off dialysis, so now customer is going to use the pump. Customer had an unexpected restart alarm. Pump was stored or not in use for an extended period of time. Customer stated that the pump was stored without a battery for an extended period of time. It was explained that this was normal pump behavior. Customer has had seven displayable history check failed on startup alarms, customer also had an external ram error alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No unexpected restart alarms or displayable history crc check failed on startup alarm noted during testing. The insulin pump passed self test and unexpected restart error test. The device had multiple displayable history crc check failed on startup alarm in alarm history screen due to corrupted history file. The device also had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.